Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The evaluation also determined that the device had a defective internal battery. To address this issue, the pneumatic block and internal battery were both replaced. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device had a defective battery and failed to pass its internal self-test. There was no patient injury reported as a result of this incident.